Event description:
The customer reported that upon activating the heel warmer, the metal disc within the pack broke and cut a staff member. No information was received regarding any serious injury as a result of this product malfunction.